Event description:
A medtronic representative reported that, while in an ent procedure, the site experienced unusual tracer behavior in that points collected were showing up on the cheek of the 3d model when they were tracing on the bridge of the nose. After a re-boot of the system, they returned to the select patient screen, re-loaded the exam and were then able to trace normally. The first half of the case was navigated when a 3-4mm inaccuracy was noted while using the straight suction. The patient was re-registered and the procedure continued as planned. It was confirmed that they were using the full head frame with the sticker and head strap. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported that in the 3d model picture there appeared a line along the nose that the surgeon could not identify, however, the CT tech in radiology stated that the patient was on airborne precaution and was wearing a mask during the CT scan, the line was from the mask. A medtronic representative performed a navigation system check-out, all areas passed.